Manufacturer narrative:
Retainer ring=black. The pump was returned for battery lasting less than 1 week found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Pump passed active current measurement, self test and displacement test. However, unit received with unexpected battery power loss and had high sleep current. No low battery alert noted during testing. However, pump history confirms battery insert time on (B)(6) 2021 at 12:35am and on (B)(6) 2021 at 3:12am. Therefore, battery change occurred in less than 1 week. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2] boards. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Low battery alert less than 1 week confirmed during testing and in the pump history files due to moisture damage on the electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm and battery was lasting less than one week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.